Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use the current pump with multiple daily injections as a backup and instructed on placing the pump in storage mode before returning it. The customer was sent a replacement pump and was instructed to program their settings and connect their cgm to the replacement.